Manufacturer narrative:
Analysis found that a partial distal portion of the lead was returned in one piece measuring 55.0cm. The reported events of helix would not retract was confirmed but the reported events of stylet could not be inserted and high capture thresholds could not be confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented in clinic for a follow up a month after the implant procedure, high capture threshold was observed on the right ventricular (rv) lead. No visible change in lead placement position via fluoroscopy. During the rv lead reposition procedure, the stylet failed to advance further in the lead, and the lead helix failed to retract. The physician suspected the lead was defective. The lead was explanted and replaced. No patient consequences were reported.